Event description:
The customer obtained discordant, lower than expected vitros psa result from a single patient sample run on a vitros 5600 integrated system. The customer considers the initial vitros psa result to be the expected result. Vitros psa result = 2.01 ng/ml vs. Expected result = 3.5 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The vitros psa result was not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a discordant, lower than expected vitros psa result was obtained from a single patient sample run on a vitros 5600 integrated system. The most likely assignable cause was user error, related to pre-analytical sample handling and storage. The investigation cannot rule out the vitros psa reagent and the 5600 integrated system as possible contributing factors.